Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter's customer service, it was reported that the patient experienced did not wear a mask (date of onset not reported). On (B)(6) 2010, the patient developed peritonitis and was hospitalized the same day. It was unknown whether a peritoneal effluent culture was performed. Treatment for the events were not reported. Dianeal pd4 ambuflex therapy was ongoing. The outcome for the event of did not wear a mask was not reported. On (B)(6) 2010, the patient was discharged from the hospital and was recovering from the event of peritonitis at the time of reporting. A causality statement was not reported for the event of did not wear a mask. Per the nurse, the event of peritonitis was not related to dianeal pd4 ambuflex therapy.

Manufacturer narrative:
Correction: device was explanted on (B)(6), 2010, not (B)(6), 2010 as previously reported. This report is filed (B)(4), 2011.

Event description:
Per the clinic, the patient experienced a performance decrement and pain with device use resulting in the decision to explant the device. The device was explanted on (B)(6), 2010 and the patient was reimplanted with another device during the same surgery.